Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an intramedullary nailing of the right femur through an open reduction internal fixation (orif), the impactor broke off during the final insertion of the unknown femoral recon nail. The insertion was struck a few times for the final seating of the unknown nail. The surgeon hit the insertion handle with an unknown mallet; however, the tip of the impactor was broken inside the insertion handle. The procedure was completed successfully with one (1) minute surgical delay. The patient outcome was unknown. Concomitant devices reported: unknown femoral recon nail (part# unknown, lot# unknown, quantity 1). Unknown mallet (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the driving cap/threaded (part #: 03.010.523, lot #: l812375) was received at us cq. Upon visual inspection, it was noticed that the threaded distal tip was broken. The broken threaded distal tip piece was returned. No other issues were identified with the device. The complaint condition is confirmed as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.010.523; lot number: l812375; manufacturing site: bettlach; release to warehouse date: 29. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.